Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain at the pocket and lead site. The patient was given injections and other therapies to help with the pain.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the pocket and lead site. The patient was given injections and other therapies for only her hip pain.